Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. During explant, insulation damage was visually observed on the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead sensing noise and insulation defect were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any conductor fracture, but internal shorting was noted. Further testing found damaged inner insulation causing internal shorting consistent with procedural damage. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.